Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 55 mmol/l (990 mg/dl) while wearing the pod on the abdomen for between 37 and 48 hours. The pod adhesive was not sticking well after 24 hours of wear and the patient applied a podpal which did not help. The patient loss consciousness for some time and experienced extreme pain in the abdomen and chest. The patient went to the emergency room at lindenhofspital and was treated with insulin and fluids intravenously by dr. Annika maurer. The patient was discharged the following day.